Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing full body shocks since implant. The physician believed that full body shock was not device related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician does not know that it was procedure related and the reason was also unknown why the patient experienced the symptom after the implant procedure. It was also mentioned that full body shock was resolved after the explant procedure.

Event description:
A report was received that the patient was experiencing full body shocks since implant. The physician believed that full body shock was not device related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.